Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device delivered inappropriate shocks while the patient was golfing. Noise, low sensing and high thresholds were observed. A lead fracture was suspected. A chest x-ray was inconclusive. The lead was capped.